Manufacturer narrative:
The lv is-1 contact spring was found to be coated with parylene, an insulating material that prevented electrical contact between the lv is-1 contact spring and the connector block metal. This caused the insertion difficulties and high, out of range lv pacing lead impedance observed in the field.

Event description:
It was reported that during implant there were difficulties connecting the lv lead into the device header. A new device was implanted. The patient is fine after the event.

Manufacturer narrative:
UDI (di): (B)(4).